Manufacturer narrative:
(Complaint (B)(4)). According to the information provided by the supplier the contamination of the needle with the oil was caused by an operatior error during the production process - during a routine maintenance step the operator forgot to turn off the machine. Further the supplier sent the affected lot to gbo (B)(4) although it was agreed not to do so without the release of gbo (B)(4). All items, which are in the warehouse of gbo (B)(4), have been blocked immediately. Those products which have already been delivered will be recalled.

Event description:
During the incoming goods inspection of the item (450072, 16b15a) one needle was found to be soiled with oily particles on the patient side needle. Lot 16b15a was blocked, irregularity report was sent to supplier and the supplier was informed, that the affected lot won't be accepted by gbo (B)(4). Supplier informed gbo (B)(4), regarding the root cause and the affected items (last 10 cartons of production) and that affected products have already been sent to gbo (B)(4). Due to the fact that gbo (B)(4) has not done an incoming goods inspection error was not detected.